Event description:
During routine device replacement, a loss of pacing was observed following diathermy use resulting in asystole, unconsciousness and a seizure. External pacing was prepared but not required as the device pacing returned. The event was resolved by explanting and replacing the device. The patient was in stable condition following the procedure.